Event description:
The customer reported that the ventilator is intermittently getting a xdcr (transducer) fault.. They change the flow sensor and other external parts, but the msg and alarm continues to come back. No patient involvement, it happened during check out prior to use.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined that the reported issue was caused by a malfunctioning main board assembly. The carefusion field service representative replaced the main board assembly and per the service manual, ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty main board assembly for evaluation. As of july 15, 2015, the alleged faulty main board assembly has not been received.

Manufacturer narrative:
The alleged faulty main printed circuit board assembly was received by carefusion on july 21, 2015 and was routed to the failure analysis lab for evaluation. The failure analysis lab evaluated the device and found that the exhalation flow transducer (xdcr), was calibrating normally. They were unable to duplicate the allegation that the exhalation flow transducer could not be calibrated, however the events log had multiple exhalation flow xdcr faults, which indicated that the xdcr was drifting and not functioning normally. Finding/root-cause: could not duplicate, unable to calibrate exhalation flow transducer, however it was found that the exhalation differential transducer (xdcr) was drifting. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address the issue associated with the drifting exhalation differential transducer (xdcr).